Event description:
The ge oec 9600 fluoroscopy system had the left monitor blank on system boot-up.

Manufacturer narrative:
A ge oec service representative investigated the issue and instructed the customer to turn the dicom box on to restore monitor operation. Default of dicom box is supposed to be in the on position, user error in turning box off independent of the system. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.